Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the top of the aseptic housing came detached from the bottom housing. The housing opening could cause the non-sterile battery to be exposed to the sterile field, but that was not reported in this event. The procedure was completed successfully, with no delay, no adverse consequences, and no medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility the top of the aseptic housing came detached from the bottom housing. The housing opening could cause the non-sterile battery to be exposed to the sterile field, but that was not reported in this event. The procedure was completed successfully, with no delay, no adverse consequences, and no medical intervention.